Manufacturer narrative:
This report is for an unk - screws: matrixneuro/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a microvascular decompression procedure due to trigeminal neuralgia. The patient was implanted with titanium matrixneuro contourable mesh plates and cranios reinforced fast set putty cement. There was a surgical time of 118 minutes. There was no intraoperative complication. The healing status and radiographic outcome at the final follow-up was that the patient reports 100% relief, very much improved, and the patient is off all drugs. There was no postoperative complication presented. The patient undergoes right sided cranioplasty and revision because of persistent occipital headaches, left microvascular decompression. The patient outcome is unknown. This complaint involves an unknown number of devices. This report is for (1) unk - screws: matrixneuro. This is report 2 of 2 for (B)(4).